Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was at end of service (eos) and was no longer providing therapy. There was a dissatisfaction with longevity and the patient was told it was a 10-year battery. The patient did not think the device was going tobe replaced unless the leads could be moved to a better spot. The patient said last night, when he went to turn stimulation off, he saw an eos message. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that after 1 year of use, quit using device. The issue has not been resolved. No patient symptoms or complications were reported in this event.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the battery depleted around nine months. It was unknown what led to the issue. The rep reported that the patient was disappointed in regards to the battery life. The rep noted that it was his understanding that the battery would last nine years. The rep reported that the patient was considering getting a battery replacement. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and rep. It was reported that the patient had a loss of therapy as the battery didn't last 6 months. The patient was shocked and disappointed and he thought it was going to last the rest of his life. The patient said it didn't work as well as the trial did and since the ins died, the patient's legs were killing him. The patient mentioned he was diagnosed with neuropathy 2 years ago. The patient spoke to his hcp about getting more pain meds. The patient stated he has been on oxycodone 30 mg in the morning and 10 mg at night. The patient said when necessary he takes 1000 mg of tylenol and the hcp refused more medication. The patient wanted to get in touch with a rep as he was told when he gets the device removed the hcp would need a special screwdriver. A rep said they would reach out to the patient. No further complications were reported.